Manufacturer narrative:
Tracking number: (B)(4). Evaluation summary post market vigilance (pmv) led an evaluation of two reloads. Loading unit two was partially applied to the 3cm cut line. During functional testing, the loading units were loaded into a post market vigilance instrument. The interlock was overridden and the loading units were then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the loading units from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
Customer stated that passed self-test when used with idrive, but the staple was failure to deployed, then replaced another reload just partially deployment. The product was tested prior to use. Patient involved was (B)(6), male was w/o injury. This surgery did not require medical intervention. Surgery time extended by was not more than 30mins. The patient is stable now. The sample will be returned for investigation.